Manufacturer narrative:
Result: the returned ruby coils were not labeled, and it was not possible to determine which coils were returned; neither was it possible to discern between the two coils that were returned. The pet lock on one of the ruby coils (first coil) was broken, and the pusher wire was advanced distally. The first coil pusher assembly was kinked at approximately 5.0 cm, 15.0 cm, 56.5 cm, 58.5 cm, 83.0 cm, and 87.0 cm from the proximal end. The first coil was stretched and unraveled, detached from its distal detachment tip (ddt) and the proximal constraint sphere was missing. The non-penumbra catheter was damaged from the distal tip to approximately 18.0 cm from the distal tip. The second coil was also stretched and unraveled. Conclusion: the case has been evaluated. The initial complaint indicated that the two returned ruby coils became unraveled when it was attempted to advance them through non-penumbra catheters. A third ruby coil was mentioned in the complaint, but was not returned for evaluation. Evaluation of the returned devices confirmed that they were unraveled, and stuck inside the two non-penumbra catheters. The coils were damaged, and it was not possible to discern between them and accurately label them. Evaluation of the first ruby coil revealed that the pusher assembly was kinked in multiple locations. This type of damage typically occurs due to improper handling during use. If the device was manipulated with force at an angle, it is likely that this damage would occur. Furthermore, it was found that the non-penumbra catheter used for the first ruby coil was damaged in the distal end. If the first ruby coil was manipulated against the resistance provided by a damaged catheter, it is likely that the coil may be damaged. Additional evaluation revealed that the pusher wire of the first ruby coil was advanced distally beyond the ddt, and the proximal constraint sphere was missing. This type of damage typically occurs due to improper handling during use. The pusher assembly for the second ruby coil was not returned and, therefore, it is not possible to determine the root cause of its failure. The penumbra devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: two of the three devices have returned for investigation, however, the physician is unsure of which catalog number pertains to which device. The investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00329, 00330.

Event description:
The patient was undergoing a coil embolization procedure in the left lobe of the liver using ruby coils. During the procedure, a ruby coil became damaged in another manufacturer's microcatheter. A second ruby coil became damaged in another manufacturer's diagnostic catheter. The physician then used a new ruby coil, which unintentionally detached and was pushed into the aneurysm. The physician is unsure which catalog number belongs to which coil. There was no report of an adverse effect on the patient.